Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the issue reported to testing the iabp multiple times after ensuring all connections sealed properly and held snug in place. The stm replaced the blood detect line as well as the fill line luer lock, however this did not address the issue. The stm then inspected the fill line for signs of physical damage, no physical damage was identified. The stm proceeded to troubleshoot, purge and fill manifold solenoids individually without identifying leakages. Then the stm activated k6a and activated/deactivated k8 and observed the drive and shuttle transducers losing pressure slowly. Successfully completed a safety disk leak test with a know good safety disk. Safety disk ordered for installation at a later date. The stm installed the safety disk, and successfully completed several safety disk leak tests. The stm completed the pm and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
A getinge service territory manager (stm) reported that during preventive maintenance (pm) of a cs300 intra-aortic balloon pump (iabp) the safety disk leak test failed. No patient involvement or adverse event was reported.